Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain; aseptic loosening; metallosis and severe osteolysis. (Right).